Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed a gradual increase in pacing impedance measurements, reaching greater than 2,000 ohms. Additionally, pacing threshold measurements increased to 5.5v at 0.4ms. No noise was observed. The rv lead was suspected to be fractured. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.